Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time the available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels and pseudotumor noted on x-ray, neither the radiological reports, blood levels nor the lab reports were provided for review. The reported pain and elevated metal ions along with intraoperative findings of a pseudotumor and hypertrophic capsular tissue may be consistent with findings associated with metal debris and pseudotumor. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, metal debris and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a right hip revision surgery was performed due to pain, elevated chrome and cobalt levels in blood and pseudotumor. Exchange of the bhr resurfacing head to tha with a competitors dual mobility liner.

Event description:
Right hip revision surgery of the femoral head component only was performed due to pain and pseudotumor.

Manufacturer narrative:
[(B)(4)].